Event description:
Noted at implant that r-waves were marginal at 4.0mv. Lead to be repositioned on (B)(6) 2011 for suspected microdislodgement. No adverse patient effects were reported. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).